Event description:
The device message during the test phase stated that: "the handpiece was not tightly secured to the nondisposable handpiece". The handpiece and the disposable device were changed out and another new handpiece and disposable was placed on sterile filed, the device received the same meassage. A new machine was brought into the room and tried, the same message appeared on screen, and the doctors converted to the ligasure device.